Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f products are identified in common device name and PMA/510k. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post port placement procedure, leakage was found from the port. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI implantable port attached to a catheter was returned. Gross, microscopic visual, tactile evaluation and functional testing were performed. The investigation is inconclusive for the reported fluid leak issue as the exact circumstances at the time of reported event cannot be verified. Further, the port was patent to both infusion and aspiration without issue and no leaks were observed. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: b3, b5, h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that some time post port placement procedure via the right internal jugular vein, the leakage was allegedly found from the puncture site when the huber needle was removed. It was further reported that port system was removed and replaced via the left internal jugular vein. There was no reported patient injury.